Manufacturer narrative:
Updated b5: describe event or problem. Updated b3: date of event. -- (b3) date of event: used (B)(6) 2021 since no information was provided.

Event description:
It was reported that guidewire fracture occurred. A 300cm, 8cm poly tip v-18 guidewire was used. However, during the procedure, a portion of the wire spread apart while inside the patient's lower extremity. The device was retrieved and there was no indication of patient harm. It was further reported that the device was removed using a snare and completed the procedure with another of the same device. There were no patient complications reported and the patient is fine.

Manufacturer narrative:
Date of event: used (B)(6) 2021 since no information was provided.

Event description:
It was reported that guidewire fracture occurred. A 300cm, 8cm poly tip v-18 guidewire was used. However, during the procedure, a portion of the wire spread apart while inside the patient's lower extremity. The device was retrieved and there was no indication of patient harm.